Manufacturer narrative:
On 01/27/2020, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-mar-2020, mentor received additional information about the event. It was initially reported that patient underwent explantation on (B)(6) 2020. New information states that the patient underwent explantation on (B)(6) 2020. The patient had both of her breast prostheses removed and they were replaced with a mentor smooth round moderate profile 525cc saline breast prosthesis and a mentor smooth round moderate profile 475cc saline breast prosthesis. The explanted devices were discarded after surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: after clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add patient code 1994 ¿pain¿ to more accurately capture the reported event. The patient reported a little pain in her arm. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.